Event description:
A doctor reported that a pt who had undergone cataract surgery with intraocular lens (iol) implant on (B)(6) 2012, was diagnosed with endophthalmitis on (B)(6) 2012. The pt was hospitalized on (B)(6) 2012 for vitrectomy, and was treated with eye drops and intravenous drop. The pt remained hospitalized through (B)(6) 2012 and is reported to be recovering. This is the second of two reports from this facility.

Manufacturer narrative:
No handpiece was returned for eval of reported cases of endophthalmitis. A picture of two handpiece parts was provided with the complaint. Picture one indicates the back tailpiece section of a handpiece and the lot is identified, where they indicate brazing is present in the male luer connection with its tubing. A review of this lot indicates the handpiece was manufactured in 2004. Brazing is clearly present and is to spec. The second handpiece section is also a picture of the tailpiece with wording to indicate the brazing is missing. Based on the picture angle. This cannot be confirmed. This handpiece lot was manufactured in 1998. The handpiece eval does indicate the two handpieces in the pictures are 8 and 14 years old. These handpieces have seen many years of use. As instructed by the directions for use, the handpiece should be visually checked before using and discarded or replaced if not visually good. The root cause for the medical issue of endophthalmitis cannot be determined based on this eval. (B)(4).